Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 800 mg/dl. The customer was hospitalized for 2 days from (B)(6) 2016. Customer also reported that he was hospitalized for low blood glucose. Customer's blood glucose at time of incident was 29 mg/dl. Customer had an allergy reaction to the tape of sof sensors. Customer spouse declined to speak with 24 hour helpline.